Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection "), alopecia ("hair loss"), back pain ("back pain"), pain ("point pain"), gingival recession ("teeth and gums") and loss of libido ("intercourse stopped"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, infection, alopecia, back pain, pain, gingival recession and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, gingival recession, infection, loss of libido, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion (B)(6) 2015 and date of removal (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection "), alopecia ("hair loss"), back pain ("back pain"), pain ("point pain"), gingival recession ("teeth and gums") and loss of libido ("intercourse stopped"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, infection, alopecia, back pain, pain, gingival recession and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, gingival recession, infection, loss of libido, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion (B)(6) 2015 and date of removal (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.